Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a routine order of potassium chloride (100ml) was programmed manually via guardrails to infuse at 100ml an hour for one hour. The infusion however finished in fifteen (15) minutes. There was patient involvement, but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : describe event or problem. Additional information : concomitant med prod data, device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported a routine order of potassium chloride (100ml) was programmed manually via guardrails to infuse at 100ml an hour for one hour. The infusion however finished in fifteen (15) minutes. There was patient involvement, but no harm. During on-site visit by bd representative, additional information was received. The event did not take place near or during staff change-of-shift. Spiked the potassium chloride (10 meq in 100ml) bag with a 2426-0500 IV set. Primed the IV set at the desk and then took it into the patient room to administer. The drip chamber was about ½ full. IV device placement was chest level with the nurse. A normal saline infusion was infusing on an lvp on the right side of the pcu. The potassium chloride infusion was administered as a primary infusion on a lvp on the left side of the pcu. The clinician loaded the safety clamp in first and then loaded the top of the tubing. Next, she programmed the infusion and then opened the roller clamp. Did not notice any flow after loading the IV set before starting the infusion. The potassium chloride IV set was y-sited into the distal port of the normal saline infusion. After the infusion was started the clinician left the patient room. The device was alarming, air-in-line. It was noted the bag was empty. Clinician disconnected the system from the patient and removed it from the patient room. Obtained a new setup for patient use. The nursing staff tried to replicate the issue by testing the event device using a new IV set and a 100ml bag of normal saline and the infusion seemed to work without issue. No visible damage was noted.